Manufacturer narrative:
This report is based on information provided by the oneems case. And has been investigated by the philips complaint handling team. Philips received, a complaint on the efficia dfm100 defibrillator monitor. Indicating, that the battery required replacement. Based on the information available. The cause of the reported problem, was the battery had reached end of life. And no engineering work was completed. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements, per the post market surveillance and risk management processes. The good faith effort (gfe) response stated, that the device was out of warranty. And that the complaint was referred for costings for a technical visit. No further information is available. It has been concluded, that no further action is required at this time. If additional information is received, the complaint file will be reopened. H3 other text: device end of service life.

Event description:
It was reported to philips that the device displays a message to replace the battery. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.